Manufacturer narrative:
The patient's weight was not provided. The reference to patient previously being issued an ungrounded patient cable for suspected short to shield issue is reported on medwatch MFR report #2916596-2018-00583. Approximate age of device - 4 years and 1 month. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018, two pump stoppages occurred while the patient¿s vad was connected to a power module using an ungrounded power module patient cable. The patient was previously provided an ungrounded patient cable for suspected short to shield issue. Both the nurse and patient believed the event occurred with movement. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the reported pump stoppages. Internal x-ray images of the driveline were reported to be unremarkable; however, an x-ray image of the external driveline showed a possible area of damage (described as a stretch). The customer manipulated the area, but was unable to recreate the alarms. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post replacement, the patient¿s vad was connected to a normal patient cable. On 21 jun 2018, the customer reported that additional pump stoppages occurred when the patient was sitting down and the vad was connected to the power module using a normal patient cable. The patient quickly switched to batteries. The patient reported feeling ¿bad¿ when the pump stoppages occurred. In addition, the customer reported that the vad had a ¿sonar¿ sound to it and that the patient had been elevated on the heart transplant list. The patient would continue to use an ungrounded patient cable while on power module support. As of (B)(6) 2018, there have been no further pump stoppages. No additional information was provided.